Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarm. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Customer stated that the insulin pump passed displacement test. No harm requiring medical intervention was reported. Troubleshooting was performed, and the customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Customer returned device for alleged drive count/time values or changes incorrect for moving or coasting. Too slow or too fast alarm, drive count error boundaries exceeded after movement alarm, and an error in the motor was detected by reading unexpected value from hall sensor alarm found on july 20, 2022. The device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, and active current test. The device passed the displacement accuracy test at 0.0871 inches. The device failed the self test due to appearance of hardware low level failures alarm. Test p-cap and reservoir locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. Successfully downloaded device history files and traces using thus software. In the device history files and traces, drive count error boundaries exceeded after movement alarm on the event date of july 20, 2022 at 12:34:00.000 or 12:34 pm, drive count error boundaries exceeded after movement alarm alarmed on the event date of july 20, 2022 at 12:34:00.000 or 12:34 pm, and drive count/time values or changes incorrect for moving or coasting. Too slow or too fast alarm on the event date of july 20, 2022 at 12:34:00.000 or 12:34 pm. Hardware low level failures alarm alarmed during testing on october 10, 2022 at 11:35:47 am (variable info: 3).device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor and force sensor. However, there is moisture damage isolated to the battery tube. Motor was tested outside the device on a test board station and passed. The following were also noted during visual inspection: scratched case, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, partially broken retainer, corroded battery tube, and label damage. Drive count/time values or changes incorrect for moving or coasting. Too slow or too fast alarm and an error in the motor was detected by reading unexpected value from hall sensor alarm were confirmed in the device history files and traces problem isolated to the motor. Drive count error boundaries exceeded after movement alarm was confirmed in the device history files and traces problem isolated to the electronic assembly. Hardware low level failures alarm was confirmed during testing due to broken trace at pins #6 sda and #1 vdd on u1 chip at the keypad assembly. Retainer ring damage was confirmed. Moisture damage was confirmed isolated to the battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
It was reported that the insulin pump alarmed in every load reservoir and fill cannula even after replacing with new infusion set and new reservoir.